Event description:
It was reported that during preventative maintenance (pm) service performed by a getinge field service engineer (fse), after installing a new safety disk into the cardiosave intra-aortic balloon pump (iabp), the patient interface module (pim) leak test and membrane test of the all manifold test failed. It was noted that upon a second test of the pim leak test, the iabp unit passed testing. This is a failure upon installation of the safety disk. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6). Type of investigation not yet determined: ((B)(4)): a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse), after installing a new safety disk into the cardiosave intra-aortic balloon pump (iabp), the patient interface module (pim) leak test and membrane test of the all manifold test failed. It was noted that upon a second test of the pim leak test, the iabp unit passed testing. This is a failure upon installation of the safety disk. There was no patient harm and no adverse event was reported. During installation of safety disk it failed pim leakage test. Second time passed pim leakage test during all manifold test failed membrane test. The customer not requested for service. The defective components were received for further natioan repair center (nrc) investigation. The nrc verified the failure of the safety disk failing the membrane leak test, with a result of 8mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Sending the safety disk to sustaining engineering for failure analysis per procedure 0002-07-d008 rev.aj. Safety disk is no longer going to sustaining for further analysis. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.